Event description:
It was reported that the asymptomatic patient presented in-clinic for routine follow-up. Noise was present on both the atrial and ventricular leads. The device was reprogrammed but no changes were made to the ventricular sensitivity. There were no adverse consequences to the patient.